Manufacturer narrative:
H3 other text : device was not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging there were particles in the airpath of his dreamstation auto CPAP device. There was no reported patient harm or injury. There was no reported medical intervention. The device has not yet been returned for evaluation. The manufacturer's investigation is on-going. A final report will be filed when the investigation is complete.